Event description:
It was reported that there was no pacing output, high lead impedance and a possible lead fracture. Both the device and lead were explanted. No patient complications have been reported as a result of this event.